Manufacturer narrative:
Section d is this a single-use device was corrected to no from the initial report. Section e zip code was added as it was omitted from the initial report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was initiated on dobutamine post-impella implantation due to elevated systemic vascular resistance (svr), and epinephrine was successfully weaned. He subsequently underwent coronary artery bypass graft (CABG) ×2 with transfusion of 2 units of packed red blood cells(prbcs), which was unrelated to the impella device. Postoperatively, the patient remained intubated and sedated, requiring multiple inotropes and vasopressors for hemodynamic support. He later developed cardiac tamponade, necessitating return to the operating room (or) for sternal exploration and washout. Following reoperation, the patient experienced ventricular fibrillation (vf) due to pleural effusion that was requiring multiple defibrillations and treatment with antiarrhythmic therapy. His ejection fraction declined to 10%, and he continued to need prolonged ventilatory support along with several vasoactive infusions. The patient was supported with an external temporary pacemaker programmed in aai mode at a rate of 80 bpm. Subsequent echocardiography revealed severely reduced right ventricular (rv) function, given the degree of rv dysfunction, the care team considered the potential need for right ventricular assist device (rvad) support, prompting initiation of inhaled nitric oxide (ino) and aggressive diuresis.the team will reassess the patient¿s hemodynamic and clinical response to these measures before escalating to mechanical rv support.hemodynamis include the following pulmonary artery pressures (pap): in the 30s mmhg central venous pressure (cvp): 10¿12 mmhg. It was reported that transthoracic echocardiogram (tte) identified that the impella device was positioned shallow. The device was subsequently repositioned by the physician and now measuring 51 cm at the hub (previously 48 cm). Anticoagulation (ac) remains on hold due to a right anterior chest wall hematoma, with a ptt of 44.7. The plan is to resume anticoagulation when clinically appropriate and to repeat the pfhgb. Due to ongoing metabolic derangements, continuous renal replacement therapy (crrt) was planned. The patient remained on impella support until at which time the device was safely weaned. The complaint procedure outcome was successful of this device and the patient was noted stable.